Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie issue. A field service engineer reseated the connections and took out bad cubie and replaced them with new cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a cubie failure. The customer reported that cubie would not release, and the malfunction occurred when the user was trying to issue the medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.